Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a review of total daily dose history from (B)(6) 2010 to end of pump use on (B)(6) 2011 revealed that daily insulin delivery totals correctly reflect the users programmed basal rates. Pump delivered 23.800 u basal rate on (B)(6) 2011; pump basal rate set 24-hour total set to 24.000 u. During investigation performed 10 u normal bolus; pump bolus history accurately able to record 10u normal bolus. Pump accurately delivers 2.00 units/hr for 29-hr period. No pump defects were found. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
The patient reported that her blood glucose (bg) was around 600 mg/dl with nausea, emesis, and ketones on the evening of (B)(6) 2011. She stated that she replaced the infusion set and delivered correction boluses; her bg resolved to 297 mg/dl. The patient denied signs of insulin leakage at the infusion site; upon removal the cannula was not bent or kinked. There were no associated alarms in history. She reviewed the pump history and confirmed that the basal rate delivery was accurate. The patient revealed that the bolus history displayed 0.0 units for (B)(6) 2011 and that one bolus of 0.0 of 0.0 units was delivered at 8:36 am. The patient alleged that she delivered 5 units at 1:00 and that she did not program or deliver the bolus at 8:36 am. She said that wears the pump in her pocket and keeps the screen locked. The patient confirmed that all other bolus histories were correct. This complaint is being reported due to the elevated bg associated with an allegation that the pump did not deliver bolus insulin accurately.